Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent had hypotension and went to the hospital. It was found that the right atrial (ra) lead had possible undersensing on current and stored electrograms (egm). Atrial arrhythmia appears to continue due to the undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.